Event description:
Procedure type: lap nissen. According to the reporter: endostitch needle was stuck in jaws during procedure. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).